Event description:
It was reported that the patient experienced a pericardial effusion. Ablation was performed using a non-(B)(6) ablation catheter to treat atrial flutter prior to the transseptal puncture. After the cti ablation was completed a small pericardial effusion was noticed on intracardiac echocardiography (ice). The transseptal puncture was performed along with a pre-map using a non-(B)(6) mapping catheter. At this time the effusion began to grow, so a pericardiocentesis was performed. Over the course of a couple hours 1.4 l of fluid was drained from the pericardium. The patient stabilized, and the procedure was completed. The patient was hospitalized after the procedure but is expected to fully recover. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).